Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(64).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/13/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/23/2015 with the following findings. On investigation, the alleged power issue was verified in the evaluation. Review of black box data found low battery warning with no voltage fluctuations observed. The battery compartment was found intact with no moisture intrusion inside the compartment. Moisture intrusion was observed behind the display lens. The bolus button cover was found to be punctured and a leak test demonstrated a leak at the bolus button. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the keypad buttons. The electrical current draws were found high out of specifications. Pump casing was opened, and moisture intrusion was evident throughout the inside of the pump. The continuous glucose monitory module was disconnected from the pump and the current draws returned to normal. It was determined that the moisture damage to the cgm was the cause of the elevated current draws. Unrelated to the complaint, the display was found to be dim and discolored.